Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect clinical code - sore throat.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient¿s cgm was reading high. No bg meter comparison value was reported at this time. The patient was wearing an omnipod insulin pump. The patient was feeling nauseous and thirsty. The patient also had a sore throat, rhinitis, and a wound on her leg (unrelated to the dexcom device). Due to the high cgm readings, the patient¿s husband took the patient to the emergency room (ER) for evaluation. At the ER, the patient¿s bg meter reading was over 600 mg/dl while the cgm was reading 387 mg/dl. A covid test was done and found to be negative. The patient was treated with insulin injections and IV fluids. The patient was still at the ER at the time of report. Attempts to reach the patient for further event details were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.